Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5183698.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited low impedance. The patient condition was unknown.